Event description:
It was reported that the patient has had 4 urinary tract infections "not too long after implant." The device helped with incontinence, but she was "leaking again at night." Follow up information was requested and if received a supplemental report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v888681, implanted: 2012 (B)(6), product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).